Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (MFR) examined the DHR for device (ex-5 str, lot no. 1107). Nakanishi inc. Conducted that no problems had occurred during mfg or testing of the subject device, as evidenced in the DHR. (B)(4).

Event description:
(B)(4).